Manufacturer narrative:
Drain vacuum line appeared to be partially pinched when module is in lowered position. A bci field service engineer (fse) found line #15 crimped between ise module and drip tray. Tubing clamp broken. Fse removed kinked tubing, replaced it and routed tubing to eliminate kinking. Fse placed spiral wrap around all tubing to prevent all from getting folded. This issue has been resolved.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to ion-selective electrode (ise) module leak. The leak was noted in two areas: the electrolyte injection cup (eic) and drain leak. No injury was reported.